Manufacturer narrative:
Please see attached our results of investigation. (B)(4).

Event description:
It was reported that a revision hip surgery was performed for unspecified reasons.

Event description:
It was reported the revision surgery was performed due to aseptic loosening of the shell.